Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist was unable to locate an order for medication identity, confirmed there were no communication issues between the interface and the server, indicating that the order may not have been sent or was sent incorrectly, remotely logged into the server via remote support service (rss) but could not retrieve an order identity, also confirmed that no orders existed for medication identity for this patient, searched for messages related to the given visit identity and found only two admit messages in the table, noted that the patient (visit ID 99965) was admitted, while the case was opened, suggesting a possible mismatch in patient details. The customer later confirmed that the patient was no longer at the site, no other patients were experiencing order issues, and no additional examples or order information could be provided. The customer agreed to close the case.

Event description:
It was reported that when using the bd pyxis¿ es server, medication (sulfamethoxazole/trimethoprim 800/160mg ds) was not shown on patient profile despite of ehr log. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.